Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was returned for analysis. As received, the device was in normal working conditions with battery voltage above the elective replacement indicator (eri). Visual inspection of the header found no anomaly related to the field concern. Electrical and mechanical testing was performed, indicated normal device functionality. Longevity assessment was performed, and was found to be in the normal range of operation with appropriate remaining longevity.